Event description:
It was reported that there was a potential sterility breach on the packaging of three devices. It was also reported that these devices were not used on a pt and there were no adverse consequences. It was further reported that there were no delays as a result of this event.

Manufacturer narrative:
The three devices subject to this investigation were returned for eval. It was visually confirmed that the packaging material was brittle on three device packages. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged." An alternative packaging material has since been implemented to address this issue.